Event description:
The company was informed that the patient reportedly could not achieve lock with the newly implanted device at initial activation. The internal device appears to be protruding. An x-ray revealed the device is folded. Reposition surgery is being considered.